Event description:
During a percutaneous transluminal angioplasty to the left external iliac artery the balloon ruptured. There were no anomalies noted during product inspection or when prepping device. A contralateral approach was use to access the target lesion. An indeflator was ues for inflating balloon however thereport indicated that at 4atm the balloon ruptured. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn through the sheath introducer without difficulty and exchange for another balloon to end procedure successfully. There was no adverse consequence to the patient. This product will not be return for evaluation and testing.